Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image" malfunction would likely be related to the video cable was not connected. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the lcd monitor had no image on the screen. The issue occurred during preparation for use for an unspecified procedure. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected fields: h6 (investigation conclusions- replace with 4307). The device was returned to olympus for inspection, and the customer's reportable malfunction of no image on the screen was confirmed. The instruction manual states the prevention method associated with the event in the following descriptions- malfunction: no image. Cause: the monitor cable has not been connected. Remedy: connect the monitor cable. 4k uhd lcd monitor oev321uh instructions for use (6. Troubleshooting_6.1 troubleshooting guide_no image.p48).